Manufacturer narrative:
To date, information suggests that this ra lead remained implanted. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial lead had exhibited noise during the right ventricular (rv) lead intervention that was performed. It was visually observed that this ra lead was crushed/bent back on itself when connected to the new device that was being implanted at this time as well. There had been no indication of an atrial lead issue prior to opening the pocket. The implanting physician decided not to replace the atrial lead, and the new device was reprogrammed to vvi. The local area sales representative confirmed that there had been no asystole or syncope as a result of the various product performance issues.